Event description:
It was reported that an alert/notification settings issue occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was provided for investigation. The allegation was undetermined via data. The probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).